Manufacturer narrative:
The equipment was received in vyaire facility. The service technician visually inspected the unit, confirmed there are signs of smoke or burning on the hybrid board, main board, and display panel. The ventilator does not power on. Closer inspection reveals the mosfets q601 and q602 on the hybrid board are burned. The root cause of the reported "show smoke and shut down" problem is the hybrid board. The vyaire failure analysis laboratory received the hybrid board and performed a failure investigation. A visual inspection of this hybrid pcba being physically damaged due to high current damage. As is no testing can be performed as the main voltage rails are in an electrical open state. After reviewing schematic document, both mosfets components q601 and q602 are part of the incoming external power source electrical pathway. This leads to the most likely contributing factor to the external power supply used at the time of the reported issue. As the actual power supply assembly was not returned no further troubleshooting may be conducted.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their revel ventilator started to show smoke and shut down during testing. The customer confirmed that there was no patient involvement associated with the reported event.